Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed right ventricular (rv) lead shock impedance measurements gradually increasing, spiked high out of range at 127 ohms and then gradually decreased back within normal limits. Technical services (ts) asked if the patient experienced any accidents, procedures, or other events in the timeframe. Ts recommended normal follow up and continuing to monitor the device. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed right ventricular (rv) lead shock impedance measurements gradually increasing, spiked high out of range at 127 ohms and then gradually decreased back within normal limits. Technical services (ts) asked if the patient experienced any accidents, procedures, or other events in the timeframe. Ts recommended normal follow up and continuing to monitor the device. This crt-d remains in service. No adverse patient effects were reported.